Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p45-22 that has a similar product distributed in the us, list number 7p45-40 / 7p45-45. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive alinity I toxo igg result for one sample. The following results provided: (B)(6) 2023, sid: (B)(6), initial result = 11.3 iu/ml, repeated in duplicate about 2 hours later = 0.0 iu/ ml and 0.0 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue and provides adequate information regarding the troubleshooting of erratic/discrepant results. The device history record review on lot 46258be00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. In-house specificity testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false reactive results were obtained, indicating that the lot generates the expected results. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg assay for lot number 46258be00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive alinity I toxo igg result for one sample. The following results provided: (B)(6) 2023 sid (B)(6) initial result = 11.3 iu/ml, repeated in duplicate about 2 hours later = 0.0 iu/ ml and 0.0 iu/ml no impact to patient management was reported.

Event description:
The customer observed a false reactive alinity I toxo igg result for one sample. The following results provided: 25may2023 sid (B)(6) initial result = 11.3 iu/ml, repeated in duplicate about 2 hours later = 0.0 iu/ ml and 0.0 iu/ml no impact to patient management was reported.

Manufacturer narrative:
Corrected information in section h6 - medical device problem code.